Event description:
A healthcare professional (hcp) reported that the patient had their pump reservoir go empty the first year under the doctor¿s care and they had symptoms of increased pain and nausea. They did not know the outcome of that issue. The medication infused at that time was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n171988002, implanted: (B)(6) 2008, product type: catheter. (B)(4).